Event description:
On (B)(6) 2009, the pt was implanted with an ams miniarc sling with the intention of treating her for stress urinary incontinence. It was reported that the pt experienced serious bodily injuries, including but not limited to, pelvic pain, dyspareunia, adhesions, chronic interstitial cystitis, additional surgery and other injuries. It was reported that the pt has also experienced mental and physical pain and suffering, mental anguish, disability, has undergone multiple surgeries and revisionary procedures and has sustained permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.